Event description:
Medtronic received information that following the suturing into place of this mechanical valve at implant, the physician noted that the valve leaflets would not close completely. Rotation of the valve within its assembly did not resolve the closing anomaly, so the physician elected to remove it and implant another valve. There were no adverse patient effects.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The product has been returned and analysis is in progress. Upon completion of analysis, a supplemental report will be submitted. (B)(6). (B)(4).

Manufacturer narrative:
Upon receipt at medtronic's quality laboratory, the valve was visually inspected with no anomalies noted. The valve leaflets were fully mobile. The valve was inspected and functionally tested per manufacturing procedure and met specifications. The carbon components and stiffening ring were dimensionally inspected and met engineering specifications. Based on analysis and the available information, the root cause of the valve leaflets not closing completely could not be determined as the leaflets were dimensionally correct and fully mobile following manufacture and upon return. Possible reasons for inadequate leaflet movement include: interference with a suture tail, tissue impingement, stitch placement of the valve, or valve sizing by the physician. (B)(4).